Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touch screen was cracked with partial display functionality and the device was not functional, consistent with a mechanical damage to the touchscreen/display component of the pump. Symptoms included no reported blood glucose impact. Outcomes included device replacement and the need to discontinue use of the damaged pump due to loss of watertight integrity and indeterminate functionality. Investigation included collection of user-reported details and coordination for device return and data backup guidance. Investigation of this case revealed physical damage to the touchscreen/display consistent with screen cracking, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage due to external mechanical stress.